Event description:
During primary surgery, two ceramic inserts broke when they were impacted into the cup. No harm no patient; no significant surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.